Event description:
Nellcor puritan bennett received a call from rep of user facility on 10/11/1999, who called to report the following problem: user facility received a phone call from a detective of violent crime. Mother and child living in transitional housing without supervision. Mother alleges no audible alarm. Testing by user facility found the unit to have a battery alarm. Other than that, the unit was functioning within specs.